Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was trying to figure out how to get their implant turned on. Patient said they had just charged their implant to 100%, but now they were seeing a message on their handset that said 'neurostimulator battery empty, need to be recharged, therapy is off, service code 336'. Agent assumed patient was referring to handset or recharger being recharged to 100%. Agent asked, patient stated they had not received clearance from their healthcare provider to begin recharging their implant. Patient mentioned they were going to see healthcare provider on the (B)(6), but they wound up in the ER. Patient also mentioned they had been hospitalized for 4 days because they were passing gallbladder stones. When asked for event date, patient said it had stopped working the day before they went in for the hospitalization on the (B)(6). During the call, patient was trying to use their wireless recharger to charge their implant, but kept seeing 'recharger is inactive, ' and then 'communicator is not connecting to the device' message. Patient kept asking what the neurostimulator was, and thought it was the communicator. Patient was in the mystim rc application and not the recharger application. Agent reviewed how to enter into the recharging app, but patient stated they were not sure what to even put over their implant in the belt, and thought the blue dock had to go over their implant. Patient had extreme difficulty following instructions on the call. Agent asked if patient had instruction on how to use the equipment, and patient stated yes but they did not retain any of it. The issue was not resolved through troubleshooting. The caller was redirected to follow up with healthcare provider/representative to further address the issue and have in person education. Agent made best attempt to document all of patients comments but was extremely difficult to understand on the call and kept speaking over agent instruction. Additional information was received from the patient's healthcare provider (hcp). It was reported that the hospitalization due to passing gallbladder stones was not related to the device or therapy. The cause of the device stopped working was determined to be due to user error. The actions taken to resolve the issue included the manufacturer representative (rep). Reached out to patient but the issue was resolved by patient. The cause of the communicator not connecting was also due to user error. When the rep reached out the issue was already resolved. The cause of the "recharger inactive" message was determined to be due to user error. The rep reached out. The patient was seen in office on (B)(6) 2025 without issue.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.